Event description:
Customer reported erroneous and discrepant test results were obtained for access hypersensitive htsh (human thyroid-stimulating hormone), access total t4 (thyroxine) and access t-uptake (thyroid uptake) for one pt sample when using the unicel dxi 800 access immunoassay system. The erroneous high test results were above the normal reference range. Test results were reported out of the lab. The initial test results were questioned by the physician. Repeat analysis was performed using another methodology, centaur. The test results were within the normal range. No reports of death or serious injury, and no affect to pt treatment as a result of this event. This is event 2 of 3 reported by this customer for two different pts, tested over different dates.

Manufacturer narrative:
Samples were serum specimens drawn offsite and were received processed. Samples were normal in appearance. Samples were aspirated from the primary tube. Tubes were plastic with gel separator. Quality control (qc) recovered in range without issue. A full system check run on (B)(4) 2009 passed all parameters. The customer confirmed there were no flags to the results and no event log messages indicating a hardware failure. Customer stated they are performing their scheduled maintenance as recommended and have recently had a preventive maintenance. On (B)(4) 2009, the field service engineer replaced reagent pipettor tips #2,3, & 4, due to poor level sense tests performance. Realigned reagent pipettor #3. All verification tests passed. Customer returning to normal operation. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4) 2008 and (B)(4) 2010 of complaints for additional reportable events. This MDR represents event 2 of 3 reported to this customer. The related mdrs that have been reported are: MDR 2122870-2011-03971, MDR 2122870-2011-03973.